Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens model cc4204bf and the pt's capsule tore. It was reported that the lens did not tear upon insertion however, the surgeon cut up the lens to remove it and performed a vitrectomy and put in a lens in the sulcus. The lens was discarded in the operating room

Manufacturer narrative:
Evaluation: results: a work order search was performed for similar complaints within the search and no similar complaints were found.